Event description:
Report received indicated that during a percutaneous transluminal procedure, the catheter's cannula would not retract. The target vessel being treated was a total chronic occlusion of the superficial femoral artery (side unknown). Product was prepped and used according to the instruction for use. During preparation, the catheter was flushed and cannula was fully retracted without difficulties. Catheter was back loaded onto a 0.014 guidewire (unk MFR) and advanced towards the lesion; however, due to poor guidewire position, the catheter was retrieved from the patient's body. At this time the catheter was reflushed on the sterile field and cannula was extended. Attempts were made to retract the cannula; however, the cannula could not be retracted within the catheter. Due to the patient's difficult anatomy and poor wire position, procedure was aborted. There was no patient injury. This event is being reported because had it occurred in the pt, it would be reportable. This product will be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.